Event description:
Adverse event(s): delay in procedure (no code available). Product problem(s): "system message received" (error message given). A nurse reported that during a case they received a system message. The customer was able to use portable tanks to complete the case.

Manufacturer narrative:
A company service representative examined the system and could not duplicate the problem reported. The pneumatics module was replaced for diagnostic purposes. The system was then tested and met all product specifications. A review of complaints for the last 24 months indicated no add'l reports for the system. The device history records were reviewed. The lots were released based on the company's acceptance criteria. A visual assessment of the returned pneumatics module reveals no obvious visual nonconformity. Pneumatics module functionality was then tested and passed. The reported pressure issue was unable to be replicated and a root cause could not be confirmed. (B) (4). (B) (4). (B) (4).